Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Fiducial rms values obtained all greater than 1.15; surgeon noted that rms values have been higher since last software upgrade; prior to last software upgrade normal rms values were <0.70; since then seems higher. Company representative confirmed that all patient's fiducials were secure, placement of fiducial markers seemed correct, and nothing has changed about scan parameters. Delay of 15 minutes.

Manufacturer narrative:
A detailed analysis of the data logs and of the patient file has been performed and revealed that the pointer was not perfectly centered on the bone fiducials corresponding to the markers 1 and 5 during the three registrations performed. One of the hypotheses would be that the configuration of the robot did not allow to reach easily these bone fiducials. An alternative hypothesis is that the bone fiducials 1 and 5 would have moved between the registration and the CT-scan. However, none of these hypotheses could be confirmed with certainty based on available information.

Event description:
Fiducial rms values obtained all greater than 1.15; surgeon noted that rms values have been higher since last software upgrade; prior to last software upgrade normal rms values were <0.70; since then seems higher. Company representative confirmed that all patient's fiducials were secure, placement of fiducial markers seemed correct, and nothing has changed about scan parameters. Delay of 15 minutes.